Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. When the generator was powered on, the system successfully executed the power on self-test and powered on. An error message stating ¿communication error¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board and the error was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported error message and subsequent cancelled procedure was due to an abnormal functioning stimulation board.

Event description:
During the procedure a cancellation occurred due to an error message. With the patient on the table to start the procedure a communication error "controller not responding or incompatible" was displayed on the generator and could not be cleared. A second generator was not available and the procedure was cancelled. There were no patient consequences.